Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that there was a bolus showing in the pump history that was not delivered by the user. There was reported indication of a keypad issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/05/2014 with the following findings: during investigation, a review of the black box and alarm history showed two boluses on 04/05/2014. The total daily doses calculated correctly and reflected the user¿s basal target. Advanced boluses were performed correctly and recorded accurately in the bolus history. The history settings issue was not duplicated during testing. Unrelated to the complaint, the battery compartment was found to be cracked at the threads. The returned battery cap was able to fit securely to the pump and maintain electrical connection. The keypad is undamaged and the keypad buttons responded appropriately. Also unrelated to the complaint, evaluation revealed that the display screen was dim and discolored and the display lens was deeply scratched.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.